Event description:
During a remote follow-up, episodes of post paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve event. The patient was stable with no consequences and will continue to be monitored.